Manufacturer narrative:
The controller was returned for analysis. The reported event was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the first data entries had a timestamp for the year 2000. This can be attributed to a depleted real time clock. This is most likely due to an extended period of time where the controller was not connected to an external power source. Later, the date was set to 09/30/2016. The controller was received with the date and time properly set. Analysis revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a depleted real time clock, most likely due to an extended period of time where the controller was not connected to an external power source. The controller was able to retain the date and time once it was set. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a real time clock error was observed via controller log files. The controller was subsequently exchanged with no reported patient consequence. No further information has been provided.